Manufacturer narrative:
The reported event could not be confirmed, since the device was returned, and is not broken. The device was returned and doesn't show any significant damage. The screw is not broken nor bent. However, the reported implant is of size 4.0 mm and was used on a tibia and fibula bone. The size of screw recommended for these bones on the operative technique is a 5.0mm screw. Furthermore, the operative technique states that : "indications statement: the asnis iii cannulated screw system is intended for fracture fixation of small and long bones and of the pelvis. The system is not intended for spinal use.". Based on this statement, the medical expert says: "[...] It is debatable whether syndesmosis stabilization is included in the above statement. The stabilization of the syndesmosis is actually a treatment for the tibiofibular joint due to soft tissue damage of the ligaments and not a fracture treatment. [...]". Therefore, the use of asnis cannulated screws to treat syndesmosis stabilization could be considered off-label use of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
"As reported: "dr. Was operating on a female with a trimolecular ankle fracture. Dr. Fixed the medial malleolus using 2 threaded guidewires from the asnis 3 stainless steel tray and utilized 2 partially threaded stainless steel screws to compress the fracture after using the 2.7 cannulated drill bit. Dr. Wanted to compress the syndesmosis joint utilizing 2 fully threaded stainless steel screws from the asnis 3 stainless steel tray. Dr. Placed 2 threaded guidewires through the near and far cortex of the fibula and in the near cortex of the tibia for a total of 3 cortices. Dr. Measured for the screw which was a 40 and drilled with the cannulated 2.7 drill bit. As he entered near tibial cortex, he felt a slight click and we got an x-ray of an unfamiliar object. As we further investigated with fluoroscopic x-ray we predicted that the screw was tearing itself apart. We then proceeded with the distal fully threaded screw and a part of the self tapping tip of the screw fell off during insertion. We found this out using x-ray. We then removed the distal size 48 fully threaded stainless steel screw and replaced it with a new one that was successful. Dr. Removed the 40mm fully threaded screw and was able to get the stainless steel debridement from the medial tibia after much work. Dr. Did not replace the 40mm screw because he didn¿t trust the integrity of the stainless steel screws. Dr. Proceeded to remove the 48 mm fully threaded screw successfully and left the syndesmosis joint alone and started closing. Spoke to rep. Right side. All pieces of the 40mm screw were removed using a forceps. Intra-op x-ray was used to ensure that no pieces remained in the patient. Surgical delay of approximately 30 minutes with use of tourniquet."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
"As reported: "dr. Was operating on a female with a trimolecular ankle fracture. Dr. Fixed the medial malleolus using 2 threaded guidewires from the asnis 3 stainless steel tray and utilized 2 partially threaded stainless steel screws to compress the fracture after using the 2.7 cannulated drill bit. Dr. Wanted to compress the syndesmosis joint utilizing 2 fully threaded stainless steel screws from the asnis 3 stainless steel tray. Dr. Placed 2 threaded guidewires through the near and far cortex of the fibula and in the near cortex of the tibia for a total of 3 cortices. Dr. Measured for the screw which was a 40 and drilled with the cannulated 2.7 drill bit. As he entered near tibial cortex, he felt a slight click and we got an x-ray of an unfamiliar object. As we further investigated with fluoroscopic x-ray we predicted that the screw was tearing itself apart. We then proceeded with the distal fully threaded screw and a part of the self tapping tip of the screw fell off during insertion. We found this out using x-ray. We then removed the distal size 48 fully threaded stainless steel screw and replaced it with a new one that was successful. Dr. Removed the 40mm fully threaded screw and was able to get the stainless steel debridement from the medial tibia after much work. Dr. Did not replace the 40mm screw because he didn't trust the integrity of the stainless steel screws. Dr. Proceeded to remove the 48 mm fully threaded screw successfully and left the syndesmosis joint alone and started closing. Spoke to rep. Right side. All pieces of the 40mm screw were removed using a forceps. Intra-op x-ray was used to ensure that no pieces remained in the patient. Surgical delay of approximately 30 minutes with use of tourniquet."